Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited high out of range shock impedances. A defibrillation threshold test was performed and the shock impedance was measured within normal limits. The physician elected to continue monitoring the system. The rv lead is a competitor product. This device remains in service. No additional adverse patient effects were reported.